Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent any essure confirmation test". The patient's past medical history included gravida ii, parity 2 and cervical dysplasia. Concurrent conditions included amenorrhea, cramp in lower abdomen and back pain. Concomitant products included aripiprazole (abilify), clonazepam (klonopin), diazepam (valium) and fluoxetine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and eye disorder ("vision/eye problems type: need glasses"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the alopecia, depression, anxiety, fatigue, migraine, headache, allergy to metals, vaginal haemorrhage, menorrhagia, eye disorder and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Tubal occlusion device placed with 4 coils each out of the ostia. Diagnostic results: on (B)(6) 2013 patient had surgical pathology report resulted in right fallopian tube with essure coil: 4.8 in length fimbriated portion of fallopian tube, outer surface is tan-gray and smooth. Separately received within the same container is a 14 cm in length gray metallic, coiled foreign body consistent with an essure. Left fallopian tube with essure coil is a 5.5cm in length fimbriated portion of fallopian tube. Outer surface is tan gray and smooth. Separately with the same container is a 10 cm in length gray metallic, coiled foreign body consistent with essure. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Events vaginal bleeding, menorrhagia, vision/eye problems type: need glasses, nausea and plaintiff had not underwent any essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent any essure confirmation test". The patient's medical history included gravida ii, parity 2 and cervical dysplasia. Concurrent conditions included amenorrhea, cramp in lower abdomen and back pain. Concomitant products included aripiprazole (abilify), clonazepam (klonopin), diazepam (valium) and fluoxetine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and visual impairment ("vision/eye problems type: need glasses"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), nausea ("nausea"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the alopecia, depression, anxiety, fatigue, migraine, headache, allergy to metals, vaginal haemorrhage, menorrhagia, visual impairment, nausea, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Tubal occlusion device placed with 4 coils each out of the ostia . Diagnostic results: on (B)(6) 2013 patient had surgical pathology report resulted in right fallopian tube with essure coil: 4.8 in length fimbriated portion of fallopian tube, outer surface is tan-gray and smooth. Separately received within the same container is a 14 cm in length gray metallic, coiled foreign body consistent with an essure. Left fallopian tube with essure coil is a 5.5cm in length fimbriated portion of fallopian tube. Outer surface is tan gray and smooth. Separately with the same container is a 10 cm in length gray metallic, coiled foreign body consistent with essure. Most recent follow-up information incorporated above includes: on 20-nov-2018: legal complaint received. Reporter information updated. Start date and stop date updated. Events: abdominal pain, vaginal pain, abdominal pain lower, heavy abnormal bleeding were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent any essure confirmation test". The patient's medical history included gravida ii, parity 2 and cervical dysplasia. * on (B)(6) 2013 patient had surgical pathology report resulted in right fallopian tube with essure coil: 4.8 in length fimbriated portion of fallopian tube, outer surface is tan-gray and smooth. Separately received within the same container is a 14 cm in length gray metallic, coiled foreign body consistent with an essure. Left fallopian tube with essure coil is a 5.5cm in length fimbriated portion of fallopian tube. Outer surface is tan gray and smooth. Separately with the same container is a 10 cm in length gray metallic, coiled foreign body consistent with essure. Concurrent conditions included amenorrhea, cramp in lower abdomen and back pain. Concomitant products included aripiprazole (abilify), clonazepam (klonopin), diazepam (valium) and fluoxetine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and visual impairment ("vision/eye problems type: need glasses"). In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), nausea ("nausea"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("hormonal changes describe: mood swings") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea, back pain and abdominal pain had resolved and the alopecia, depression, anxiety, fatigue, migraine, headache, allergy to metals, visual impairment, abdominal pain lower and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Tubal occlusion device placed with 4 coils each out of the ostia. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received -new event hormonal changes describe: mood swings, back pain were added. Outcome of abdominal pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, nausea updated to recovered / resolved. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and cervical dysplasia. Concurrent conditions included amenorrhea, abdominal pain lower and back pain. Concomitant products included aripiprazole (abilify), clonazepam (klonopin), diazepam (valium) and fluoxetine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, depression, anxiety, fatigue, migraine, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Tubal occlusion device placed with 4 coils each out of the ostia diagnostic results: on (B)(6) 2013 patient had surgical pathology report resulted in right fallopian tube with essure coil: 4.8 in length fimbriated portion of fallopian tube, outer surface is tan-gray and smooth. Separately received within the same container is a 14 cm in length gray metallic, coiled foreign body consistent with an essure. Left fallopian tube with essure coil is a 5.5cm in length fimbriated portion of fallopian tube. Outer surface is tan gray and smooth. Separately with the same container is a 10 cm in length gray metallic, coiled foreign body consistent with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added concomitant drug added. Concomitant and historical condition added. Event added as :- fatigue, migraines ,headaches, nickel allergy incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery to remove the essure on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.